Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "top lead was feeding into their bottom lead". Follow-up was attempted to obtain the relevant information; however, no additional details are available at this time. The leads remain in use. No patient complications have been reported as a result of this event.